Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient saw oor (out of regulation) on their patient programmer; patient wanted to know how to bypass oor so they could see therapy settings. Patient (pt) reported that they've had oor before (oor after surgery done for her rotator cuff on november 10th was reported). Patient said that rotator cuff surgery went bad so they ended up getting a shoulder replacement in (B)(6) 2021, patient said that the patient programmer wasn't showing oor after the shoulder replacement but then yesterday when they checked their implant with the patient programmer oor came up. Pt said they weren't sure why oor was coming up now. Agent helped patient bypass oor message to get to therapy screen, therapy was on and okay at 2.7 and 1.2 (pt didn't have other groups to change to). Patient understood that oor message would keep reappearing until the provider addressed this. Patient said they liked the settings they were on and didn't want to change them or turn therapy off (saying they shake really bad when therapy was off). Patient has an upcoming doctor's appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the healthcare provider (hcp) told them their battery was running out after it was just replaced in (B)(6) 2020, and it was supposed to last a year (later they stated 3-5 years). Their doctor checked and told them their battery wouldn¿t last that long which didn¿t make sense as impedances were fine along with everything else. The consumer stated their doctor told them they weren¿t on that high of voltage, and it should be lasting, so they didn¿t know why it wasn¿t right with the consumer currently at 2.84.